Event description:
It was reported that an alarm 22 occurred, and the system displayed a "high" value for the customer's blood glucose, but the specific value was unknown. There was no additional information received regarding an adverse impact beyond the high reading. The customer addressed the issue by administering a correction injection via mdi and did not require assistance from a third party. Tandem technical support educated the customer that the alarm was triggered by continuous pressure on the wake button, and the customer understood and successfully resumed insulin therapy.